Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: "exchange from textured to smooth implants", "silicone leakage through the membrane" (but indicated the implant was not ruptured when it was removed), "breast illness complaints."

Event description:
Patient initially reported right side "breast implants are swollen and not feeling right", "aching in my neck and shoulders, a rash, and my head is foggy", "headaches." Patient later reported "exchange from textured to smooth implants", "capsule", "can't function", "lost weight", "am disabled", ¿take the toxins and inflamed tissue out of their body¿ and "silicone leakage through the membrane" (but indicated the implant was not ruptured when it was removed).¿ the events of ¿capsule¿, ¿can¿t function¿, ¿I am disabled¿ and ¿toxins are settling into their organs¿ are insufficient information. The events of "I lost weight", ¿have been diagnosed with various autoimmune diseases¿ and ¿unable a doorknob because of neuropathy¿ are not device related. Healthcare professional later reported right side "breast illness complaints". Device has been explanted and replaced.